Event description:
Drug/diluent; 0.2 percent ropivacaine diluted in 500 ml ns. Fill volume: 500 ml. Flow rate: 6.0 ml/hr. Procedure: rotator cuff surgery. Cathplace: interscalene. User facility medwatch form received. The pt reported that pump dispensed the entire 500 cc by the next day at home. No boluses were used per her report. Pump was set at 6cc/hr 5cc/30 minutes bolus. Adverse signs and symptoms: none reported. Current condition: stable. Information received on (B)(4) 2013. The pump was filled on (B)(6) 2013. The incident happened at home. Information start time and end time is not available. Pump use condition is not available. The pump was empty at the end of the infusion. Estimated infused volume was 500 ml.

Manufacturer narrative:
Method: it was initially reported that the device was not available for return. Additional information stated that it is "unknown" if it will be returned. The device history record was reviewed. Results: the product lot met all manufacturing and quality specifications. Conclusions: at this time it is unclear if the device will be available for return, it was reported tat it would not be available. After receiving additional information is reported as "unk". Should the device be returned for investigation and evaluation, I-flow will submit a follow-up report. I-flow is currently performing further investigations with the reported information. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.